Event description:
Received a rapid ID covid test at (B)(6) in (B)(6) and received a positive result. I took the test before traveling and showed no symptoms. I wanted to confirm this with a pcr test for myself and my son. We both received negative pcr results. FDA safety report ID# (B)(4).